Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted to reset the pump with assistance from cts, but the malfunction code recurred and led to cts deciding to replace the pump. The customer was instructed on backup insulin therapy using mdi and informed that a replacement pump with updated software would be sent, including available training in their tandem source account. Instructions for returning the faulty pump and receiving the replacement were acknowledged by the customer.